Event description:
A (B)(6) male patient called zoll customer support to report that he pulled the wires from the electrode belt connector and that it would not connect to the monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. As received, the trunk cable was ripped from the strain relief in the distribution node and wires were exposed. The root cause of the damaged trunk cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged trunk cable. The patient received a replacement electrode belt.